Event description:
The patient reported that they experienced high blood glucose readings of 300 mg/dl while using v-go. Additional follow-up revealed that the patient required medical intervention. It was reported the device is available for return to the manufacturer for evaluation. However, to date, the device has not been received.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with the new vgo40 user at great length. The patient has been on the vgo for several days. She states she was previously on humalog and toujeo. She dosed her insulin using a sliding scale. She wears the continuous glucose monitor (cgm) libre 2. She was told to bolus dose using a sliding scale. She was to give no more than 5 clicks at a time. She only eats two meals a day, but gives bolus insulin with her morning coffee too. Prior to starting the vgo her sugars averaged 350. She states she went to the hospital 2 days after starting the vgo because her glucose went up to 380. She states her symptoms of hyperglycemia were headache, nausea, confusion and blurry vision. She was treated with sq insulin. She stated that the ER wanted to admit her, but she refused and went home against medical advice. She was told by the ER doctor that the insulin was never delivered from the device because it leaked out. She was told, the needle that fills the pod was broken. She smelled the insulin in her carpet at home. She denies that she had ketosis. She was sent home with sq insulin and told to call her hcp. The vgo user stated that she received inadequate virtual training on how to use the device. She also received the patient teaching kit. It is possible that the device contributed to this adverse event, which required her to seek medical attention.